Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of a bd vacutainer® k2e 3.6 mg plus blood collection tube, one (1) tube leaked within the automated sorting machine. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. Evaluation of the 2 photos did not show stopper creep out, and no objective evidence was found to indicate that the device was the cause of the reported defect. Additionally, a total of 10 retained samples were functionally tested and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that during the use of a bd vacutainer® k2e 3.6 mg plus blood collection tube, one (1) tube leaked within the automated sorting machine. No adverse impact was reported for either the patient or the user.